Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were not able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant failed selftest alarm due to a faulty on the radio frequency board. Unable to perform operating currents, self-test and displacement test due to failed selftest alarm. Insulin pump received with cracked case at the display window corners and cracked lcd window.